Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on this right atrial (ra) lead. The patient experienced chest pain. Further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.